Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that a centrimag motor was audibly making noise, shaking and warm to touch. The customer attempted to troubleshoot by adjusting the position of the motor. The motor was returned for investigation. The problem was resolved by exchanging for a backup motor. This event was previously not reported due to no patient involvement. Abbott made the decision on (b)(64) 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.